Event description:
It was reported that after different attempts using the attain hybrid guide wire with a left ventricular lead that when pulling the guide wire out the physician found some resistance to remove it from the lead. Afterwards, it was noticed via xray image that part of the stylet was lost in the vein. When looking at the hybrid stylet, we noticed that it was not complete. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) guidewire unraveled, guidewire kinked, damaged at implant, and blood noted on guidewire. It was apparent that this damage occured during implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): guidewire unraveled, guidewire kinked, damaged at implant, and blood noted on guidewire. It was apparent that this damage occured during implant.